Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The final disposition of the device could not be confirmed, as the customer did not respond to multiple requests for additional information. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's roll stand had damaged casters. There was no patient involvement when the issue occurred. No patient or user harm was reported. The customer requested the part number of the replacement caster for repair. The investigation is ongoing.